Event description:
N/a.

Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The mayfield base unit was returned for evaluation. Complaint confirmed via inspection of the unit. The base handle had been closed without the 6-inch transitional installed, deforming the handle hole. The teeth were worn on the 6-inch transitional and it will need to be replaced. The shock cushion and ¼ inch pin were worn. The adjustment wrench had worn threads. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the mayfield base unit was egged and they cannot insert transition into the hole. There was no patient involvement or delay in surgery.